Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. No drug information was provided. It was reported that the patient was coming into the hcps office on (B)(6) 2017 because she was having problems with her pump. No patient symptoms/complications were reported.